Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2019-14071. It was reported that during a thoracic MRI scan, the patient experienced an electrical shock from the system. The system was not conditional for thoracic MRI scans.